Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that diamondclean smart 9500 caught fire. Minor property damage was reported. No injuries were reported.